Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the patient had an anaphylactic reaction while the PICC was being inserted. Epinephrine and steroids were administered, and the patient was reported as fine post the incident. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Allergy testing was not performed to confirm that chlorhexidine, which is the antimicrobial coating on the catheter, was the cause of the allergic reaction. Therefore, the complaint cannot be confirmed and the root cause of this event cannot be determined based on the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the patient had an anaphylactic reaction while the PICC was being inserted. Epinephrine and steroids were administered, and the patient was reported as fine post the incident. Additional information has been requested from the account.